Event description:
Ous MDR - after an implantation period of approx. 67 months, ventricular undersensing was reported on (B)(6) 2016. Later on during a follow up, average sensing was reported to be 4.1mv and impedance values were stable. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The analysis of the available trend curves confirmed the clinical observation reported in the complaint description. From (B)(6) 2016 the ventricular sensing amplitude was around approx. 8 mv. Subsequently the sensing amplitude decreased down to approximately 2 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.